Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information received from the manufacturer's representative reported that intra-operative testing during the trial implant the patient did not feel the stimulation with the trial leads. Impedance testing on all electrodes were in the range of 4000-6000 ohms. It was indicated to the physician that epidural fat or fluid buildup could be causing the higher than normal impedances (but still under 10,000 ohms). Another lead was tried to see if the same thing was occurring so one of the leads as replaced but showed the same impedance issue. In addition, a new ens and clinician programmer were also tried in an effort to resolve the issue. The leads were pulled down one level and tested but had the same results. The leads were then pushed back up to (possibly) "shake away something off the lead" to see if that would help but the same issues were seen. The physician decided to have the patient go to recovery (not on their back) to see "if things would settle down" (also recommended by the representative). Impedances were re-tested and all the values went down to normal impedances of 1000-2000 ohms and the patient was able to feel the stimulation in all of their painful areas. It was noted that an issue that may have contributed to the issue was possibly epidural fat/fluid because when the patient rolled over on their back and sent to recovery, the impedances decreased from the originally reported 4000-6000 ohms range. The replaced lead was discarded by the facility staff before it could be obtained by the representative. The issue was reported as resolved at the time of report. The patient was doing fine at the time of report with no injury and felt the stimulation in all their painful areas for the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.